Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a viperwire guide wire became fractured and remained in vivo. The patient was stable. There is no additinal information available.